Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple shocks atrial fibrillation with rapid ventricular rate response and atrial tachycardia. Patient was weak due to shocks. Atrial undersensing was caused due to ventricular blanking. Patient was stable.